Event description:
It was reported that during a lead revision procedure, to replace the previous lead due to dislodgment issues, this right ventricular (rv) lead was attempted. During placement of this lead, pacing could not be obtained despite good measurements. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: a good faith effort was submitted to the field to obtain the model/serial number of the lead that had dislodged. The field was unable to provide this information.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a lead revision procedure, to replace the previous lead due to dislodgment issues, this right ventricular (rv) lead was attempted. During placement of this lead, pacing could not be obtained despite good measurements. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis. Additional information: a good faith effort was submitted to the field to obtain the model/serial number of the lead that had dislodged. The field was unable to provide this information.